Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The left ventricular (lv) lead showed rise in capture threshold due to minor lead dislodgement. Programming changes were made. The patient was stable.